Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was the mid right coronary artery (rca) which had mild tortuosity, moderate calcification, and 90% stenosis. After pre-dilating the lesion with a 2.5 x 15 mm balloon catheter, the 3.5 x 23 mm vision stent delivery system (sds) was advanced. However, when the vision sds was inflated for the first time to expand the stent, the balloon ruptured at 10 atm. The stent was further dilated using a 3.5 x 20 mm balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. Reportedly, the patient anatomy was mildly tortuous and moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, it ruptured. However, without a returned device for analysis, a definite root cause for the rupture cannot be determined.